Event description:
On december 17, 2019 the manufacturer received medwatch report (mw5091350) that states, "during cystoscopy procedure, room staff noted they smelled something burning and patient moaned in pain so cystoscopy scope was removed. The end of the scope was blackened and scope body also had lighter colored black marks on shaft. This scope was used with an olympus light cable and a karl storz light source. As part of our investigation, multiple follow ups were made to the user facility in an attempt to gather additional information on the reported event; however, no additional information was obtained to date. In addition, the device was not returned to the service center for evaluation. Therefore, the cause of the reported event cannot be determined at this time. This report is for 2 of 2 devices.